Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, its drawer was keep failing. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1 had been repeatedly failing due to a medication jam. A field service engineer (fse) provided instructions on how to recover the drawer. The drawer was tested in hardware test application (hta) and passed successfully. The customer was able to recover the drawer, and all functions returned to normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, its drawer was keep failing. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.